Event description:
Reportable based on device analysis completed on january 26, 2026. It was reported that the device was unable to load onto the guidewire. The target lesion was located in the superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, it was noted that the non-boston scientific guidewire could not cross the monorail lumen of coyote balloon. The coyote device was removed and exchanged, and the procedure was completed. There were no patient complications as a result of this event. However, returned device analysis revealed a shaft hole.

Manufacturer narrative:
Device evaluated by MFR: the coyote es was returned for analysis and investigation was completed on 26jan2026. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that the guidewire lumen was prolapsed with a hole 6.7 cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there was damage to the guidewire lumen.